Event description:
It was reported that the patient was implanted a uncemented avenir stem size 3 on the left side on (B)(6) 2014. The patient was revised on (B)(6) 2014, due to leg length discrepancy. The following statement was reported: "revision left unipolar hip. Original surgery on (B)(6) 2014. Revision due to leg length discrepancy approx 15 mm short. Avenir muller size 3 standard stem and 46mm versys endo femoral head were explanted. "

Manufacturer narrative:
The manufacturer did not receive devices, other source documents for review. One x-ray was provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: this is a split complaint with warsaw (versys endo fem head 464mm dia) - (B)(4).